Event description:
The customer observed an increased frequency of patient sample re-tests (1 in 20 - 30 tests), due to error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer. The issue occurred randomly, but was observed more with hcv and hepatitis b surface antigen assays after a change to a new lot of reaction vessels (rv's). The customer checked for cracks, air bubbles, and leaks from the pre-trigger level sensor and manifold, however, no problems were detected. The customer was advised to change the lot of rv's, therefore, the customer was sent a replacement lot of rv's, and the field service engineer (fse) followed up with the customer. In review of the instrument log, the fse confirmed the occurrence of the error message. The fse also performed part replacement and performed several instrument checks which passed specifications. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 8c89-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The cypher was delivered to the target lesion by direct stenting; however, the device became stuck in the calcified vessel proximal to the lesion. When the physician tried to retrieve the device into the guiding catheter; the stent was found dislodged proximal to the lesion under coronary angiography. The physician tried to retrieve the dislodged stent with a snare catheter, but was unsuccessful; therefore, dislodged stent was crushed at the vessel proximal to the lesion with a balloon catheter. An additional cypher (2.5/18mm) was implanted at the target lesion over the crushed dislodged 1st cypher stent. Ivus was conducted and sufficient flow was observed. The procedure was safely completed. There was no pt injury reported. There were no anomalies indicated prior to use. There were no problems experienced with the sds and other devices. The device was used according to the instruction for use (IFU). The device was inspected before usage. There were no anomalies noted. Once the device was retrieved from the pt, there were no other noted damage to the device. The snare device used was not a cordis device. There were no other noted problems. The pt was a male. The target lesion was the aha7 lesion. The lesion was a de novo, moderately calcified and slightly tortuous. There was 90% stenosis. The lesion was accessed from the femoral artery. Guiding catheter (gc) (launcher) was engaged and guide wire (gw) (bmw2) crossed the lesion, then ivus was conducted.